Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/12/2020. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. The following information was requested, but unavailable: was there any patient consequences associated with the patient? Investigation summary complaint sample was not received for investigation. Five retain samples of incident codes nw2670 and lot number t9025 were retrieved for analysis. The primary packs of retain samples were visually inspected for attribute defects like pseudo seal, pin hole, product in seal, press marks on pack but no such defects were observed. The primary packs were opened, and sutures and needles were found intact. The sutures were physically inspected for any attribute defects like kinks, weak spots, broken piece, fray, brittleness, detached needles but no such defects were observed. The needles were inspected for any attribute defects like bend, cracked barrel, fins but no such defects were observed. The retain samples were tested for knot pull tensile strength test and found to meet the specification. As a part of further investigation batch manufacturing record was reviewed. The batch manufacturing record was reviewed for any process deviation, but no deviation was observed. Finished good record was reviewed for tensile strength value and needle pull-off value at release and found to meet the specification. From the batch record review, it has been observed that there was no issue related to the suture quality and processing of this incident lot. Raw material testing coa reviewed and it has been observed that all tests meeting specification requirement. As the complaint is related to performance-breakage suture, knot pull tensile strength test is applicable & measurable parameter. Knot pull tensile strength test was performed over five retain samples to check the behavior of the suture material. The average knot pull tensile strength value of the retain sample was found to meet the usp average knot pull tensile strength requirement. All the individual as well as average knot pull tensile strength values of retain sample were found to meet the usp specification requirements. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any patient consequences associated with the patient? Additional information was requested and the following was obtained: it was reported "suture break while knotting." Please confirm if this intra op event occurred during the procedure? Yes, event occurred during the procedure. Did all 4 "sutures broke while knotting " for product code nw2670 with lot number t9025 during this single procedure? Yes, all 4 sutures broke while knotting of nw2670 during this single procedure. What tissue was being approximated or sutured when it broke? Skin. What was used to complete the procedure? New foil of nw2670 was used to complete the procedure. Procedure date? (B)(6) 2020.

Event description:
It was reported that a patient underwent a hypospadias procedure on (B)(6) 2020 and suture was used. During the procedure, the suture broke while knotting. There were no adverse patient consequences reported. Additional information was requested.